Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3888-33, serial/lot #: (B)(4), ubd: (B)(6) 2009, UDI#: (B)(4); product ID: 3888-33, serial/lot #:(B)(4), ubd: (B)(6) 2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for multiple back operations. It was reported that the patient was on their 3rd implant. The first was replaced due to normal battery depletion. The second device failed. The patient would randomly get shocking and the patient assumed the implantable neurostimulator (ins) was turned off. The patient would get "hammered hard" and the ins was turned off. They would use the controller to confirm the ins was off and sometimes would even get a zap with the ins off. The patient would be driving and their legs would get electrocuted. The leads were migrated and everything was replaced with their current, third implant that had the leads anchored at t10 and l3 or l4. The 2nd ins failing and the leads migrating occurred in 2007 or 2008. No further complications were reported.